Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the power switch stuck in the depressed position likely occurred from a malfunction of the device. The specific root cause could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the power switch was stuck in the depressed position. The problem, as reported to olympus, was first identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.